Manufacturer narrative:
On previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. During the evaluation, the device failed a test step during testing. The device's system board tubing and outlet side panel were replaced and the oxygen connector was re-aligned to address the issue. During additional testing the device failed a test step during testing. The blower cap was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.  During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. During the evaluation, the device failed a test step during testing. The device's system board tubing and outlet side panel were replaced and the oxygen connector was re-aligned to address the issue.